Event description:
It was reported that during a water vapor therapy procedure, after the first injection on the patient, the screen of the generator became black, the procedure was completed with turp technique. There were no patient complications.

Manufacturer narrative:
Additional information confirmed the procedure was completed with an alternative method. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported cancelled/rescheduled procedure with a patient under anesthesia or sedation is unknown. Blockb3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/20/2024.

Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024.

Event description:
It was reported that during a water vapor therapy procedure, after the first injection on the patient, the screen of the generator became black, the procedure could not be completed. This event is being reported for an aborted or cancelled procedure with a patient under unknown sedation and the patient status was unknown. Boston scientific has been unable to obtain additional information despite good faith efforts.